Event description:
Boston scientific received information that this left ventricular (lv) lead displayed pacing impedances of greater than 2000 ohms in (B)(6) 2011. The patient was brought in and the lead was tested. The pacing impedances tested normal in two configuration and greater than 2000 ohms in one. Subsequently, the lead has displayed pacing impedances of greater than 2000 ohms in all configurations. The physician elected to turn the lv lead off. A request for additional information has been made. There were no adverse patient effects reported. The lead remains implanted.

Manufacturer narrative:
As of today, no additional information has been received. Should additional information become available, this report will be updated.

Manufacturer narrative:
--

Event description:
Subsequent information from the local field representative indicated that lead also displayed no capture in all configurations. The lead continues to remain programmed off. There were no adverse patient effects reported.